Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 309628, batch no: unknown. It was reported that: syringe missing measurement markings.

Manufacturer narrative:
H.6. Investigation summary: one photo of the bottom view of a fully sealed blister pack with a 1ml syringe inside was received and evaluated. It was observed, there was missing and faded print starting at the 0.6ml marking and above. At least one printed item was missing more than 50%, which was rejectable per product specification. The potential root cause for the missing scale marking is associated with the marking process. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 309628 batch no: unknown it was reported that: syringe missing measurement markings.